Manufacturer narrative:
An event of paravalvular leak, the valve not fully expanding, patient device interaction problem, heart block, and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient was previously in sinus rhythm, there was calcification on all three leaflets from the cusps to the left ventricular outflow tract and calcification extending beneath the aortic annular plane in the intraventricular septum, the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm), the valve was correctly sized based on provided dimensions, calcium interference was believed to be the cause of the non-uniform expansion, and there were no deployment difficulties noted. It was also noted that it is speculated that a long native valve leaflet contributed to the aortic regurgitation, as the regurgitation was resolved after the post-bav (balloon aortic valvuloplasty), and the heart block was noted after the post-bav). Based on available information, the valve underexpansion appears to be related to patient condition (calcified valve). The reported paravalvular leak and aortic regurgitation appear to be related to procedural conditions (pre-bav performed but improved after post-bav). A cause for the reported heart block could not be conclusively determined. It is possibly related to implant depth or the post-bav. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annulus was heavily calcified with an area 380m2 and perimeter of 72mm. During procedure, on the second re-sheath the depth was 4mm on the non-coronary cusp (ncc) and on 80% deployment to the left coronary cusp (lcc) the suitable depth was 2-3mm. The valve had a non uniform expansion on the ncc due to elliptical annulus (0.64 elliptical ratio) and severely calcified and the physician decided to re-sheath and deploy the valve. After the implant, valve moved towards ascending aorta with each cardiac cycle and embolized to the sinotubular junction (stj). The patient remained hemodynamically stable. A new 25mm navitor valve was implanted in the annulus with zero paravalvular leak (pvl). The patient's hemodynamics was good. There was no delay in the procedure, the patient was reported stable.